Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack on the twist clamp of a peritoneal dialysis (pd) transfer set. This was observed during an unspecified process step of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in h3, h6 and h10. H10: the device was received for evaluation. A visual inspection performed, and it was noted that the occluder legs on the transfer set were broken. The reported condition was verified. The cause of the reported condition could not be determined; however, the damage cracked / broken set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.